Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. Most probably this issue occurred during transport. Water sachet is inspected more times during production process in our site. We have not received any complaint on this issue since the beginning of gcafm production. No harm was reported with this complaint. Based on above the complaint issue is considered as very isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports receiving samples of gentlecath and this was his first time trying them. He said the "sterile water packets inside the packaging somehow were burst when he got them "might have been in production" or burst in shipping. He read the ifus and knew he was supposed to burst them prior to use but noted they were already burst when he got them, he said he could feel the sterile water packets were flat upon arrival and water was already in the packaging. He said the qty 2 he opened and saw were affected were on "top of the box" and then he just checked another one again (3rd one down) from the top of the box and can feel it is already burst and water is sloshing around the packaging. He said the rest on the bottom of the box feel normal like the water sachets have not been burst and it is filled. He had opened those two to use and could not get them out of package as they were stuck to the inside of the packaging. He did not use on himself to cath with. He said he remembered while the shipping box itself doesn't look damaged but in the inside the "air packets" they placed to keep the catheters safely packaged were flat like they had burst too so it could have been that happened to them in delivery."

Manufacturer narrative:
MDR 3005778470-2023-00168 / device 1 of 3. A2: sex, male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.